Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device returned to manufacturer - correction - disregard info on initial MDR. D9: date device returned ¿ correction - disregard info on initial MDR. G3: date received by manufacturer - additional. H2: additional information/correction.

Event description:
Subsequent to the initial MDR, a correction is required.